Event description:
Following the placement of 2 stents, the pt returned for follow-up. Date of follow up is unknown. The physician reports a stent fracture of the 3.5 x 33mm cypher stent with an aneurysm at the distal edge of the stent. Per the procedural physician, the aneurysm may have been caused by displacement of the stent following the stent fracture. The pt was treated with placement of a driver 3.0x 30mm stent. This pt with an unk past medical history underwent cardiac catheterization. Indication for initial procedure is unk. The target lesion is identified as the proximal to mid right coronary artery (rca); however, no vessel or lesion characteristics are provided. The 3.5 x 33mm stent had been placed in an angled portion of the rca. No other procedural details are provided.